Event description:
Customer reports that when the screen is pulled up the display is intermittent. No reported pt involvement. Reported condition was duplicated by service rep. Investigation is continuing.